Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8210-70, (B)(4), description: artisan 2 x 8 sugrical lead - 70cm.

Event description:
A report was received that the patient would undergo an explant procedure.

Event description:
A report was received that the patient would undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician has decided not to explant the patient as their new pain, non device related, was resolved by another procedure unrelated to the device.